Manufacturer narrative:
Additional information received prior to the initial report submission was inadvertently not included in the event description.

Event description:
Follow-up to the company representative revealed that the diagnostics were within normal limits. The settings on the replacement device were resumed to the same parameters as the previous device, and the patient was reported to be fine. It was stated the explant facility does not return devices.

Event description:
It was reported by a company representative that she was called in to a hospital due to a patient who went in for status. The status was stopped, and the company representative was requested to interrogate the device. The battery was at ifi=yes and was reported to still be delivering stimulation. The patient had already been scheduled for a battery replacement on (B)(6) 2016, but the physician and surgeon decided to do the battery change the next day. The generator was replaced on (B)(6) 2016. The explanted generator has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.